Manufacturer narrative:
No button error alarm was noted. The insulin pump had intermittent button response due to moisture damage on the keypad traces. The insulin pump had minor scratches on the display window, a cracked case near the display window corners, and a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called reporting a button error on his insulin pump. None of the buttons are working. Customer's blood glucose is 353 mg/dl. The device was in his pocket, which was filled with sweat. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.